Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic aortic valve was explanted, after an implant duration of approximately nine (9) years, due to heavy calcification. The explanted device was replaced with another edwards valve. The patient left the or without any incidents.

Event description:
It was reported that a bioprosthetic aortic valve was explanted, after an implant duration of approximately nine (9) years, due to heavy calcification. The explanted device was replaced with another edwards valve. The patient left the or without any incidents. Per medical records, the valve was heavily calcified with a fungating calcific mass between the left and right cusps. The valve was sharply excised from the aortic annulus. The aortic annulus was copiously irrigated using saline irrigation. Another edwards valve was implanted. Tee showed no evidence of aortic insufficiency. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on pod #6 in improved condition.